Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip broke at 0 joules when the physician stepped on the foot pedal. No patient injury was reported. The device was not returned for evaluation.